Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting atrial oversensing. Pacing inhibition was noted on the right ventricular lead. The ventricular blanking period was adjusted after atrial pacing, but this did not resolve the issue. A guidant technical services (ts) consultant recommended adjusting the ventricular automatic gain control and ventricular sensitivity functions of the device. It was reported that this crt-d device was ultimately not used and another high energy crt-d device was implanted due to high defibrillation thresholds (dft). No adverse patient symptoms were reported.